Event description:
It was reported that during use of the iab, blood was noted in the tubing. There were no pt complications.

Manufacturer narrative:
MFR control no. Ii980015. The sample has been returned to arrow. The examination of the sample found that there were traces of blood on the interior surfaces of the bladder. The nitinol lumen was fractured. Based upon our experience with this product, there is a low potential for pt injury. Central lumen fracture in use would immediately be observed by medical personnel as evidenced by pump alarms and blood in the gas tubing. Product labeling states "any evidence of blood leakage warrants immediate removal"